Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -15.5/2/92 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vaulting with rotation which a lens repositioning was performed on (B)(6) 2022 but this did not resolve the problem. Then on (B)(6) 2022 the lens was explanted. This resolved the problem. The cause of the event was reported as a patient related factor.

Manufacturer narrative:
H3: device evaluation: lens returned dry in a microcentrifuge vial with no visible damage to lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).